Manufacturer narrative:
Concomitant medical products: 250 ml baxter bag lot y309807 exp dec20, 0.9% sodium chloride injection;100 ml pfizer galaxy bag lot ln118323 exp 19feb20, zosyn 4.5g (piperacillin and tazobactam injection);one alcohol cap; ms3500-15;2420-0007; td (B)(6) 2019 the customer¿s report that the primary infusion of normal saline was found to be infusing instead of the antibiotic was confirmed in the logs. Physical inspection showed no anomalies. The review of the pcu event log identified a secondary infusion program of piptazo was started at 4:23:09 am rate: 25 ml/h vtbi:100 ml. The device was channeled off by user at 6:32:35 am and system kept from powering down. Svi=53.8 ml. At 6:44:06 am, the device was selected by user and a previous primary infusion was restored. At 7:08:14 am, the source device was selected and the user selected secondary infusion however, the user selected primary infusion and changed vtbi to 50 ml and the infusion was started. At 7:18:05 am, the user selected the source device and chooses secondary infusion option. 18 seconds later, the device was channeled off. The returned used administration and secondary set was functionally tested. There were no irregularities or backflow observed during testing. The source pump module and incident administration set was tested for rate accuracy and delivered IV fluids in specification. During testing there were no observations of unregulated flow. The root cause of the customer¿s report that normal saline was found to be infusing instead of the antibiotic is believed to be a result of user programming.

Event description:
It was reported that the secondary antibiotic therapy piperacillin-tazobactam (zosyn) 4.5 g/d5 100 ml to be administered every 8 hours for a duration of 4 hours was hung at 0423. At 0715, the primary infusion of normal saline was found to be infusing instead of the antibiotic. Upon assessment, it was found that the secondary tubing set was unclamped and appeared to have partially infused. The infusion was stopped at 0715 and it is unknown how much of the antibiotic medication was infused. The customer further stated that there were no adverse effects caused to the adult patient from the event.